Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4).

Event description:
It was reported that an unspecified bd pen needle had a cannula broken on the non patient end. The following information was provided by the initial reporter: "it was reported that the rear cannula end is broken and gets stuck. Verbatim: rear cannula end is broken + gets stuck."

Event description:
It was reported that an unspecified bd pen needle had a cannula broken on the non patient end. The following information was provided by the initial reporter: "it was reported that the rear cannula end is broken and gets stuck. Verbatim: rear cannula end is broken + gets stuck."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/11/2020 h.6. Investigation: customer returned (1) open 4mm, 32g pen needles without the tear drop label or outer cover. Customer states that the rear end of the cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check for cannula broken (npe) due to unknown lot number. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.